Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6); implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6), ubd: 05-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) observed an oor 1703 message on their handset. The manufacturing representative was contacted regarding this issue, and a agent reviewed possible impedances. The representative planned to follow up with the family. No patient complications have been reported as a result of this event. Additional information received from manufacturing representative (rep). Rep reported that impedance measurements showed (>10k) impedance on segment 10c on the right lead. Rep reported that they believe that the out of range message was caused by the high impedances. The patient is going to be reprogrammed in may. Rep reported that there are no other actions at this time as patient appears to be receiving therapy.